Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.6. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd precisionglide¿ needles had a filament type projection at the end of the bevel of the needle. The following information was provided by the initial reporter: verbatim: the ophthalmologist was preparing a syringe and getting ready to do an eye injection and after he removed the cap from a bd 30 gauge needle, he found there was a filament type projection at the end of the bevel of the needle. Not used on patient, physician discovered flaw before use.